Event description:
On (B)(6) 2015, the programmer software was upgraded to 2.44j. The programmer was functioning without problems during the regular pacemaker follow up; however, it was suddenly shut down after finishing all follow ups. The user reactivated the programmer, but a first error message ¿can not access the core manager¿ was displayed (not certain about the content of this message) and normal behavior was not restored. On (B)(6) 2015, at the initial activation, another message was displayed on the screen ¿failed to initialize the software. Data is not accessible.¿ after pressing ok button, the message disappeared, but interrogation button at the right bottom was not available. On patient data screen, none of patient files were displayed. After logging off and in again, the first message was observed again. All icons displayed on patient data screen were not available. It became impossible to conduct any operations on this programmer. Preliminary analysis showed that the installation of the smartview 2.44j was not completed and on (B)(6) 2015 it was interrupted abruptly (unplugging the programmer) which had corrupted the database.

Event description:
On (B)(6) 2015, the programmer software was upgraded to 2.44j. The programmer was functioning without problems during the regular pacemaker follow up; however, it was suddenly shut down after finishing all follow ups. The user reactivated the programmer, but a first error message ¿can not access the core manager¿ was displayed (not certain about the content of this message) and normal behavior was not restored. On (B)(6) 2015, at the initial activation, another message was displayed on the screen ¿failed to initialize the software. Data is not accessible.¿ after pressing ok button, the message disappeared, but interrogation button at the right bottom was not available. On patient data screen, none of patient files were displayed. After logging off and in again, the first message was observed again. All icons displayed on patient data screen were not available. It became impossible to conduct any operations on this programmer. Preliminary analysis showed that the installation of the smartview 2.44j was not completed and on 20 march 2015 it was interrupted abruptly (unplugging the programmer) which had corrupted the database.